Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an unspecified deployment error occurred. The valve was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID: l-evolutfx-2329 (lot: 0011864523), product type: 0195-heart valves. Product ID: d-evolutfx-2329 (lot: 0011957865), product type: 0195-heart valves. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [deliv sys d-evolutfx-2329] product ID [d-evolutfx-2329] serial/lot [(B)(6)] use by date [2025-09-17] UDI (B)(4). Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that pacing was performed at 120 beats per minute (bpm) and the patients blood pressure was set at around 50-60 millimeters of mercury (mm hg). The valve was attempted to be deployed. Contrast imaging was performed on the left anterior oblique view (lao) that revealed that the valve dislodged towards the left ventricle. A transesophageal echocardiogram (tee) was performed that revealed a shallow left coronary apex, but the placement position of the valve was confirmed on the lao view. The valve was attempted to be recaptured into the delivery catheter system (dcs); however, when the handle on the dcs should be turned in the direction of storage when performing a recapture, the operator turned the handle to the opposite direction. In result, the valve was subsequently deployed unintentionally. The procedure was converted to surgery and the patient¿s chest was opened. The transcatheter valve was explanted, and a surgical valve was subsequently implanted. It was noted that the deployment error was due to second operator error, and patient anatomy was not a contributing factor. It was further reported that the capsule did respond when the deployment knob was turned, and the issue occurred during the first recapture. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that the patient's hemodynamics had collapsed as a result of the valve embolism.